Manufacturer narrative:
Implant removal completed with no issues. No further patient information was provided at the time of this report. No additional issues have been reported from this incident. No part numbers or lot numbers were provided. The device was discarded before a request for evaluation could be made, therefore, none was documented. There is a precaution in the package insert that infers this type of event can occur: under the first bullet in section 5 states, "knowledge of appropriate surgical techniques, instrumentation, proper selection and placement of implants and postoperative patient care and management are essential to a successful outcome ".

Event description:
Patient was several months post-op from acl surgery and was complaining of pain over tibial site of insertion. During the patient's exploratory surgery, the surgeon found the implant not to be flush with the cortical surface. The surgeon removed the implant, and because the patient had successfully completed rehabilitation, there was no need to replace the implant.